Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and minor scratches on lcd window. The reservoir fits properly into reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was at time of incident unknown. The customer stated that there is crack on the top of the reservoir compartment. The customer stated that reservoir is unable to be locked in. The customer was advised to be replaced and return.